Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a dissection occurred after the use of the starclose se device and a second intervention was required. The physician is reportedly trained in the use of the starclose se device. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that an arteriotomy closure of the left common femoral arteriotomy was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty. Reportedly, after successful arteriotomy closure with the starclose se clip it was noted that a spasm of the artery occurred as well as a dissection was noticed requiring a second intervention. No additional information was provided. Hemostasis was achieved with the starclose se device. However, it was noted that a spasm of the artery occurred directly after use of the starclose se and a dissection was noticed requiring a second intervention. The dissection may have been caused by the locator wings in addition to the spasm. Treatment of the dissection was prolonged percutaneous transluminal angioplasty, including thrombotic re-occlusion using a rotarex 6fr. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.